Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa 16 may, 2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle mini meter changed. The customer returned the meter and an investigation confirmed the memory overwrite malfunction on 22 feb, 2007. There was no report of death, serious injury or mistreatment.